Event description:
A customer in (B)(6) reported that the coupling nut of the luer connector broke off the return line when the patient was moving around. No external blood leakage reportedly occurred due to this event, the treatment was stopped and the extracorporeal blood was returned to the patient.